Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017 it was reported that the patient was admitted to (B)(6) emergency department on (B)(6) 2017 with 4 days of black tarry stools with no bright red blood per rectum (brbpr). At the time of the event, the patient was on proton pump inhibitor (ppi), warfarin, coumadin 2, iron, and no aspirin (asa). Hemoglobin (hgb) dropped from 9.7 g/dl to 8.2 g/dl in one day. On (B)(6) 2017 video capsule endoscopy (vce) found active bleeding in the stomach and/or proximal small bowel. Blood was present in the mid/distal small bowel and colon which likely represented other sources of bleeding. Hgb was 6.9 g/dl on (B)(6) 2017 and the patient was transfused 2 units packed red blood cells (prbcs). On (B)(6) 2017 enteroscopy found 2 cm hiatus hernia, erythematous mucosa in the gastric body, and abd dieulafoy lesion in the first part of the duodenum which was successfully treated with argon plasma coagulation (apc). On (B)(6) 2017 the patient was discharged home with hgb of 8.7 g/dl and inr of 3.1. Outpatient octreotide injections were to be discussed. The patient had been transfused a total of 2 units packed red blood cells (pprbcs).